Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock from an electrical fence. At what was though to be around the same time the right ventricular (rv) lead exhibited oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.